Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Lylyk, I., scrivano, e., lundquist, j., bleise, c., perez, n., lylyk, p. N., nella-castro, r., lylyk, p.; interventional neuroradiology; 2024; 1-7; angiographic and clinical outcomes from 396 aneurysms treated with the pipeline flex embolization device with shield technology; doi: 10.1177/15910199241231018 literature was reviewed regarding: the safety and effectiveness of the pipeline embolization device with shield technology among all patients treated for intracranial aneurysms at a high-volume center. The time frame of this study was: january 2018 to january 2021. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device with shield technology, navien 0.72 distal access catheter, phenom 27 catheter. Deaths occurred in the study population. The causes of death were: neurological mortality: 0.6% (2/328) one case of a giant dissecting ophthalmic aneurysm increasing in size after treatment with other flow diverter (fd) occurred, which was retreated with the ped-shield and ruptured 10 days later. One case of a giant fusiform vertebrobasilar aneurysm in which the fd caused thrombosis and increase in mass effect led to the progression of low cranial nerve palsy and the patient eventually died of pneumonia. Among patient adverse events included: major morbidity: 1.5% (5/328) stroke: 0.9% (3/328) increase in mass effect: 0.3% (1/328) digestive hemorrhage: 0.3% (1/328) aneurysm rupture: 0.3% (1/328) intraparenchymal hemorrhage: 0.3% (1/328) complications from the operations were minimal in nature, with only three cases of thromboembolic complications. 24 month follow up raymond and roy occlusion class 3: 3.7% (4/108) intraoperative technical complications: incomplete wall apposition requiring balloon angioplasty 5.0% (17/338) device torsion/removed 0.3% (1/338) shortening 1.5% (5/338) post-operative technical complications: in-stent thrombosis 0.9% (3/337) no further information was provided pertaining to medtronic products.